Manufacturer narrative:
Qn#(B)(4). The sample was returned for investigation. Upon receipt the disposable laryngoscope blade was visually inspected for any signs of any abuse/misuse/damage. Nothing was noted. Since the handle was received minus any blade that might have been used on it, only the handle was tested. A functional test could not be performed without the appropriate matching hardware. Several electrical tests were performed on the handle in an attempt to recreate the condition of "flickering". The 88800 dispogrip handle is packaged with a throw-away test led. The first electrical test consisted of attaching the test led and applying the appropriate pressure to determine if the handle was operable. The test led was pushed downward which caused the led's electrical leads to make contact with the positive and negative points of the handle. Once the led was energized there was no flickering was noted. The second electrical test consisted of measuring the voltage of the dispogrip handle while contact pin was actuated. The volt/ohm meter read 2.959 vdc (volts direct current) with no fluctuation in the value. A device history record review was performed and no relevant findings were identified. The condition of "light flickering" could not be confirmed during testing. The dispogrip handle does not incorporate a light (led). Therefore if the blade was "flickering" the blade should have been returned as well. The tests applied to the dispogrip handle do not support the notion that the handle in and of itself is defective. The complaint cannot be confirmed.

Event description:
Customer reported the light was flickering when trying to intubate. No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light was flickering when trying to intubate. No patient harm or injury reported.